Event description:
The customer reported dark count outside limits errors and elevated troponin I (access accutni) results, for an unknown number of patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The customer sent one of the patients¿ samples, which had an elevated result, to an alternate facility for verification and confirmed the result was erroneous. This patient¿s result was reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer noted system check failed following the event. The patients¿ samples were collected in lithium heparin tubes and centrifuged for ten minutes at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted aspirate probe #2 failed the aspiration test and wash buffer had overflowed in the reaction vessels. The fse cleaned the wash wheel and replaced all the tubing and aspirate probes. The fse also noted a clog in the tubing leading to the pump. The fse returned to the customer's facility on (B)(6) 2013 and replaced the luminometer. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a faulty aspirate probe - due to a clog in the tubing - is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.